Manufacturer narrative:
(B)(4). 3004753838-2023-204835 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Event description:
It was reported that a detached needle occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient's parent reported that she had to take the patient to the emergency room as the applicator did not detach, and the needle was stuck in his arm. It was reported that the patient was in a lot of pain. No further information about any eventual treatment in the emergency room was reported, but it was stated that at an uncertain point, the application was removed from the body. Further attempts to reach the parent for more information were unsuccessful. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).